Manufacturer narrative:
Complaint no: (B)(4). (B)(6). The reported product is an unknown baxter minicap. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced peritoneal cloudy effluent coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The cause of the cloudy effluent was unknown. On an unreported date, dianeal therapy was temporarily withdrawn. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome for this cloudy effluent event was not reported. No additional information is available. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). During follow up, the cloudy effluent event was confirmed to be peritonitis. It was reported that the patient was hospitalized on the same as onset of the peritonitis. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) and peritoneal lavage for the event. The patient was reported to have recovered from the event. Should additional relevant information become available, a follow-up report will be submitted.